Event description:
Unit went into a no flow alarm while pumping on station 6. When the start button was pushed, flashing dashes appeared in the total delivered display. The powerm, complete, speciific gravity and volumes leds were illuminated. The other 3 stations had completed pumping and volumes programmed and delivered wre in agreement. Station 6 was programmed to deliver 1654ml, but only 251 ml had been delivered. The user was advised not to use the unit, which will be returned for evaluation. There was no pt involvement.